Event description:
A caller reported an error with their continuous glucose monitor (cgm) labeled as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and after the reset, the issue did not reoccur. The caller successfully initiated their sensor session.